Event description:
It was reported that the pump failed accuracy test. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log showed many downstream occlusion alarms. Visual, functional and accuracy tests were performed, and a loose air detector sensor was found. The cause of the problem was probably the loose air detector sensor or a user error. The air detector was re-seated/glued to fix the issue, and calibrated.

Manufacturer narrative:
H2) additional information: a1-a2 and a4-a6 updated. B5 updated. There was additional information received from the initial reporter that stated the event occurred during testing, and there was no patient involvement. B6-b7 updated. D3 manufacturing plant address, city, and zip code updated. H6: f code updated.